Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during vitrectomy procedures the trocar valves leaked. There was no reported harm to the patients. Additional information and the product samples were requested. This is one of two reports for this facility.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Event description:
.

Manufacturer narrative:
Evaluation summary: four opened 25 ga trocar hub/cannula assemblies were received for the report of valved trocars were leaking.the returned samples were visually inspected. Samples 1 and 2 were found to be nonconforming with damaged septums. Samples 3 and 4 were found to be conforming. For this complaint file, the final customer lot was identified. For this final lot, nine 25 ga valve entry component lots were used to make up the final lot. A device history record review for each of the 23 ga valve entry lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review does not point to a root cause because the lot was reprocessed and the product released met product acceptance criteria. Seven lots had no anomalies. The product was released in accordance with all product acceptance criteria. It is unknown how or when the samples became damaged because they were returned opened. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint reported lot includes affected manufacturing lots.